Event description:
Boston scientific crm received information that this device was subsequently explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by (B)(4) laboratory. Initial testing noted a possible performance issue concerning the longevity of this device. Additionally, this device is included in the shortened replacement window advisory ((B)(4) 2007).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead dislodged due to possible twiddler's syndrome. After multiple attempts to reposition the lead it was replaced.